Manufacturer narrative:
The reported issue that IV tubing with an unknown medication is causing lots of air bubbles making pumps alarm could not be confirmed; no product or device logs were returned for investigation. The file was opened to document the issue that was reported. No further investigation of this event is possible at this time. No device history or qn search was performed for the suspect pump module since no serial number was reported by the customer. The system was reportedly being used for treatment. The file may be closed based on the above facts. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted.

Event description:
It was reported from outpatient infusion services that IV tubing with an unknown medication is causing lots of air bubbles making pumps alarm. The event resulted in a delay in care for the patient. The pump would allow larger air bubbles to pass through but the tiny air bubbles would cause the pump to alarm. Then, the pump would alarm when no visible bubble/air was in line. Multiple rns would try to troubleshoot by changing the tubing three times, changing pumps three times and changing channels three times. There was no adverse effects caused to the patient as a result of this event. Although requested, additional information was not provided.